Event description:
The customer reported that she received a prime rewind alarm on her insulin pump and insulin kept squirting out while she was trying to change out her set. Her blood glucose was 276 mg/dl. During troubleshooting, the customer stated the drive support cap was sticking out. The customer further stated she did not recall pressing the cap while she was connected to the insulin pump. She was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Insulin pump alarmed prime during the basic occlusion test due to protruded and loose drive support disk. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked reservoir tube, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).